Event description:
The customer reported hearing a pop, and a burning smell, then the system shut down. The system now displays a precharge voltage error and will not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.